Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer (reprocessing methods). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the distal end, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The was no physical damage at the location where the foreign material was detected, and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility: the endoscope is checked and tested for visible damage and function before each procedure. All reprocessing steps are performed according to (B)(4) "hygiene requirements for the reprocessing of medical devices" annex 8: "hygiene requirements for the reprocessing of flexible endoscopes" as well as the special manufacturer's instructions for duodenoscopes. Pre-cleaning is performed immediately after the examination at the light source. Manual cleaning must be completed in our department no later than 30min after the examination. All reprocessing steps are documented in the process. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
During an asset return for annual maintenance inspection , foreign materials found at distal end unit. This report is being submitted due to the finding of foreign materials at the distal end channel of the device (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found worn out adhesives. Discoloration found on air/water (aw) cylinder and suction cylinder. Adhesive around objective lens has discoloration. Connecting tube has a scratch. Corrosion observed on l-arm. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Additionally, inspection of the device, service repair noted foreign materials found at distal end unit. This condition attributed to be due to handling issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.